Event description:
Revision surgery - the patient complained of pain as the result of a loose stem. The doctor only replaced the liner and used a competitor's stem to replace the djo stem.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for sue. The device was not returned to djo surgical for examination. The device history record was not reviewed due to the part number and lot number missing from this complaint several attempts were made to capture the data but the agent was unsuccessful. The root cause was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.